Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device interrogation, an error message for invalid diagnostics appeared. The device was reprogrammed and device interrogation was performed successfully. The patient was in stable condition and will continue to be monitored.